Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there were crimp marks between the balloon marker bands suggesting that the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpacking/removal from the dispenser coil resulted in the noted hypotube bend, the noted crushed and bent stent struts and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1: part number was updated. D9: device was returned. H6: component code 4755 was removed. H6: type of investigation 4114 was removed. H6: investigation findings 213 was removed. H6: investigation conclusions 67 was removed. The xience proa device is not currently commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging resulted in the reported stent dislodgement; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the stent of a 2.25x15mm xience expedition stent delivery system (sds) was found to be dislodged from the balloon and in the package. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.